Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address is not available. [Conclusion]: the healthcare professional reported that during the coil embolization procedure for a subarachnoid hemorrhage (sah) at midnight, the target lesion was an aneurysm on the distal anterior cerebral artery (aca). After four coils were implanted, the complaint coil, a 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / 30415727) was chosen as the final coil. The complaint coil failed to detach even though the detachment button was pressed several times. Additional information was received indicating that the enpower detachment control box (dcb) was used with the coil. All the connections appeared to fit without application of force. The coil was removed from the patient without any issue. The procedure was then completed as it was. It was reported that the physician is familiar with using the g3 mini coils. The reported event did not result in any significant delay in the procedure. There was no report of any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30415727) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach is a known potential product issue associated with the use of the device. The IFU contains several cautions relating to these situations, including instructions for troubleshooting should they be encountered during use. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure for a subarachnoid hemorrhage (sah) at midnight, the target lesion was an aneurysm on the distal anterior cerebral artery (aca). After four coils were implanted, the complaint coil, a 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / 30415727) was chosen as the final coil. The complaint coil failed to detach even though the detachment button was pressed several times. Additional information was received indicating that the enpower detachment control box (dcb) was used with the coil. All the connections appeared to fit without application of force. The coil was removed from the patient without any issue. The procedure was then completed as it was. It was reported that the physician is familiar with using the g3 mini coils. The reported event did not result in any significant delay in the procedure. There was no report of any patient adverse event or complication.